Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and identified particulate matter inside of the fluid pathway. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag had particulate matter within it. This was found before use. The device was filled with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.